Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device needle broke off the suture.

Event description:
According to the reporter, during left temple to remove basal cell carcinoma, the device needle breaking off the suture and fell in to the patient cavity. The patient was sent for x-ray to find the missing needle it was able to be retrieved and according to the account the patient was healthy.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. A tactile and microscopic inspection of the sutures was performed with no abnormalities. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left temple to remove basal cell carcinoma, the device needle breaking off the suture and fell in to the patient cavity. The patient was sent for x-ray to find the missing needle it was able to be retrieved.